Event description:
It was reported that the screw heads broke. The parts were not sent and are still in the patients bone. On (B)(6) 2012, the screws broke during insertion. The case was not reported to the local authority, therefore it can be assumed that there were no clinical consequences to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The measurable dimensions of the cortex screw fragments were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificates and the manufacturing papers was not possible as the lot numbers were not provided. Basically the values of these screws were in compliance with ao/asif specification and with the international standard (iso 5832-1).no product fault could be detected. The fracture face of both screws is homogenous, which indicates material conformity, and has the typical view of a forced rupture. Therefore we suppose that a mechanical overload during the insertion, par example by an exceptional hard bone or an excessive contact with the plate, caused these breakages.